Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's wound was not healing well. An ultrasound revealed an abscess abound the battery site. The patient was not admitted to the hospital but was given 2 oral antibiotics. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no further reports of complications.